Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section d9, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of broken catheter was confirmed. As received, catheter was found completely cut at approximately 22.9cm from distal tip. Cut appeared straight and even. Mating part was not returned. Balloon inflation could not be performed due to cut catheter. Guidewire was not returned. No visible damage was noticed from balloon. No other visible damage from returned catheter body. Lab findings were aligned with customer photo. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information it cannot be confirmed that this complaint is associated to a manufacturing or design defect. As part of the manufacturing process, the units go through a final visual inspection for catheter tube integrity and leaks.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during procedure, this fogarty embolectomy catheter broke due to previous guidewire breakage. There was no allegation of patient injury. Patient demographic information unable to be obtained.